Manufacturer narrative:
This complaint was sent in from numed's distributor in (B)(4). No other information was given other than lot number and balloon burst. The catheter will not be returned and no further information will be sent. Two sample devices, of the same catalog number, were tested in-house for rated burst pressure. Both catheters exceeded the labeled rbp of 2.0 atm. They burst at 5.5 and 4.0 atm with clean longitudinal bursts. It is unknown whether an inflation device with pressure gage was used as recommended in the instructions for use. It is also unknown as to what pressure the catheter burst, or if it was taken beyond the labeled rated burst pressure.

Event description:
Balloon burst.